Event description:
It was reported that the patient experienced shortness of breath and palpitations with ventricular-only, fixed-rate pacing when the right atrial lead dislodged. Lead repositioning was attempted however, there was tissue on the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.